Manufacturer narrative:
The explanted ipg was not returned to bsn.

Event description:
A report was received that the patient could not charge the ipg. It was noted that the ipg had flipped. The patient underwent a revision procedure wherein the ipg was replaced. No device malfunction was suspected. The patient was doing well postoperatively.